Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine. During the injection, the luer lock cracked.

Manufacturer narrative:
Additional information: (B)(4). Lab analysis of the devices found 1 syringe with 0.95ml of gel remaining with a cannula still attached to the syringe. A crack was found at the luer lock level. A second syringe was found with 0.6ml of gel remaining with a needle still attached to the syringe. A crack was also found at the luer lock level.

Event description:
Additional information: patient had been injected with 2 syringes of juvéderm voluma with lidocaine. One with a needle and one with a cannula. Both syringes had crack at the luer lock.